Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer treated with a pen. Customer stated that the max was incorrectly programmed for 2 instead of 20. The customer declined to troubleshoot for high readings because the settings were incorrect. The product was not returned for analysis.